Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately one month post filter deployment, patient presented for filter retrieval attempt. Inferior venogram revealed presence large thrombus within the ivc filter, extending above the filter as well. Due to the presence of thrombus the filter retrieval attempt was not made. There were no device deficiencies identified within medical records. Therefore, the investigation is inconclusive for retrieval difficulties. Additionally, it can be confirmed that the patient experienced thrombus above the filter post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with or before orthopedic procedure. At some time post filter deployment, it was alleged that the filter was unable to be retrieved .further it was reported that there was a clot associated with filter above and below. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.